Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient was in "constant pain" when she gets up and had pain in her knees and shoulders. It was further reported that there was something wrong with the patient¿s personal therapy manager (ptm) device. When the patient tried a bolus request the ptm displayed an 8286 code regarding an empty pump reservoir. It was unknown if the patient¿s pump was due for a refill. The patient did not have a pump refill appointment until (B)(6) 2016. The patient did not hear a pump alarm, but it was indicated that a lot of things in the patient¿s home alarms so the patient could be confused. The reporter was considering notifying the patient¿s physician¿s office / following up with their healthcare provider and go from there

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.